Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the tip of the gage to be fractured. The measuring tip is bent from its original shape. Scratching, scuffing, and discoloration are present on the shaft and grip. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the depth gauge was noted to be missing the tip after the pan came out of the washer when the pan was being put back together. No patient involvement. No additional information.